Event description:
It was reported patient underwent left unicompartmental knee replacement on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 to left total knee arthroplasty for unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.